Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Report of formal claim received from (B)(6) regarding revision of pinnacle mom hip implants. Date of revision confirmed, reason for revision not provided. Originally implanted in 2006, exact date not provided.

Event description:
Additional information received. Patient was revised to address high metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.